Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an open sigmoid colectomy. The open procedure was performed due to the patient having an inflamed bowel and a fistula which would have made a laparoscopic procedure very difficult. The surgeon made the side to side anastomosis with the tlc75, it was fine. He closed the anastomosis with the tx60g. The surgeon fired the device, waited 15 seconds before releasing, and checked the staple line before cutting. When he open the device to remove from the tissue, bleeding was noted. After inspecting the area, it was noticed that the staple line had tore. The case was completed with over sewing of the staple line. The surgeon did not feel comfortable with the staple line and over sewing, so he made a loop colectomy. The patient was given a temporary colostomy and will return in three months to have a reversal completed. The surgeon stated the incident was from the tissue, not the functionality of the device.